Manufacturer narrative:
Results and conclusions: the complaint for "lead migration" could not be confirmed through product analysis testing alone. No product analysis checklist form was initiated because product testing cannot give any add'l info regarding the customer's complaint per (B)(4). As received, the lead was complete and in good condition. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-12446. It was reported the pt experienced pain at the ipg site as well as ineffective stimulation due to a lead migration. The pt's system was explanted.